Event description:
During an acdf, the tip of the angled stardrive screwdriver detached from the driver during screw insertion. Surgeon left one screw proud and could not lock it down to the plate since the desired angle was not achieved from the straight screwdriver as there was not another screwdriver available. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.